Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of three (3) minicaps were damaged. The event was further described as ¿minicaps without air and with the packaging damaged¿. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two (2) samples were received for evaluation; the other sample was not received and therefore, could not be evaluated. A visual inspection with the naked eye noted the the aluminum foil part of the packaging was wrinkled possibly by over handling of the product after its manufacture. The units did not present any damage such as a crack in the seal or opening on the sides, the product was not exposed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.